Event description:
The customer reported that after the device was connected to the generator, 2 green bars displayed on the generator and an activation tone was heard, but the device reportedly would not seal the tissue. It is currently unknown if regrasp alarms or endtones (indicating completed seal cycles) were heard. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.